Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was out of specification by 7% during preventative maintenance. There was no patient involvement.

Event description:
Additional information was discovered during annual preventative maintenance and there was no patient involvement.

Manufacturer narrative:
One cadd solis hpca pump was received with scratches and cracks on the lcd lens screen. Accuracy functional tests were performed and the reported issue was able to be confirmed. At least one of three delivery accuracy tests performed was outside of the published +/-6% specification. The expulsor was outside of the published +/-6% specification. It was recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range.